Manufacturer narrative:
The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a video taken from the angiogram was reviewed. The video shows the complaint instrument being inflated in a calcified sfa. During inflation the balloon opens normally until a pinhole occurs and contrast medium leaks from the distal end of the balloon. Unfortunately, the quality of the video is rather poor. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.

Event description:
A passeo-35 balloon catheter was selected for treatment of a moderately calcifed total occlusion in the mildly tortuous sfa. During inflation the balloon ruptured at nominal pressure.